Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient developed a rash after using the 63b electrodes, she went to the hospital and was given a steroid and a cream for the rash. The patient states she did not use any new detergents, soaps, or medications. The patient is going to try using the 72r electrodes. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was not confirmed due to product not being returned for evaluation. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which could change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.(B)(4).

Event description:
It was reported the patient developed a rash after using the 63b electrodes, she went to the hospital and was given a steroid and a cream for the rash. The patient states she did not use any new detergents, soaps, or medications. The patient is going to try using the 72r electrodes. No additional patient consequences were reported.